Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 284 mg/dl. Reportedly, the supplies were changed. However, occlusion alarms reoccurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.